Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot communicate with monitor) was confirmed. As received, the belt could not completed testing. Upon evaluation, the trunk cable was pulled from the strain relief, breaking the j702 connector on the distribution node (dn) pca board. The cause of the inability to complete testing is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Follow-up report - additional information - 01/21/2016: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The monitor was found to be fully functional. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot communicate with monitor) was confirmed. As received, the belt could not completed testing. Upon evaluation, the trunk cable was pulled from the strain relief, breaking the j702 connector on the distribution node (dn) pca board. The cause of the inability to complete testing is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable.

Event description:
Follow-up report - additional information - 01/21/2016: during a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, additional details regarding this electrode belt were discovered. During the retroactive review, zoll became aware of new information that alleges electrode belt sn (B)(4) was last used by a patient who passed away. The patient's wife originally reported that the patient passed away on (B)(6) 2015 between 8:30 and 9pm. She reported that the patient was at work and was found by the cleaning staff. An initial review of the patient's downloaded flag data indicated that the device was not active at the reported time of death and no treatable arrhythmias were detected on the reported day of passing or during the 24 hours prior to device deactivation. The flags indicate that on (B)(6) 2016 at 8:16:34 pm the patient's device began recording can comm timeout flags, indicating that the belt was unable to properly communicate with the monitor. At 8:17:04 pm the monitor reset due to the loss of communication with the electrode belt. The device restarted and remained powered on until 4:23am on (B)(6) 2016; however, after the reset, the monitor never re-entered monitoring mode due to the continued inability to communicate with the electrode belt. Further evaluation of the patient's long term ECG recordings revealed that the patient was in a paced rhythm at 90 bpm prior to the event; however, at 20:16:59 the patient's rhythm transitioned to vt at 280 bpm. The patient's rhythm remained in vt for 6 seconds before the device reset due to the electrode belt communication issues. The device did not enter a treatment sequence due to the loss of communication between the monitor and the electrode belt. Device evaluation of the electrode belt, initially reported in this MDR, indicated that the j702 trunk cable connector was pulled from the distribution node, resulting in the inability of the belt to communicate with a monitor. The root cause of the damaged connector was a pulled trunk cable. While it cannot be positively determined, based on the timing of the failure in the flags, the damage to the cable could have occurred during a fall when the patient lost consciousness due to the arrhythmia. It is unknown at what time the patient passed as the patient's wife reported the time of death was on (B)(6) 2015 between 8:30-9pm; however, the arrhythmia and damage to the belt occurred around 08:15 pm on (B)(6) 2015. Zoll is unable to determine if the damage to the lifevest caused or contributed to the patient's passing so zoll is reporting this event out of an abundance of caution. A u.s. Distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.